Manufacturer narrative:
The instrument was inspected and found to have no broken components at the distal end. An in-house monopolar curved scissors (mcs) tip accessory was installed on the instrument. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was found to have scratch marks / abrasions on the instruments tube adapter. There was no material missing. The in-house mcs tips were still able to be installed onto the instrument despite the scratch marks and abrasions that were found. The root cause of this failure is attribute to mishandling/misuse.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the single port (sp) monopolar curved scissors tip was broken. The procedure was completed with no reported injury.